Event description:
On (B)(6), an amazon customer commented that the product was false negative: consumer said that this produces a false negative as others have said. There wasn't even a single line in either test, but when she took one from target because her husband has covid and the consumer isn't feeling well, the target test said it was positive. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.)and any evidence of pcr result to prove false result etc. Following by reporter's consent.